Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lumbar fusion surgery at l4-l5. At 68 months post-op, the patient experienced several incidents of pain. Pt. Returned to the surgeon at 70 months post-op where it was determined that one or more of the rods had failed. At 73 months post-op, the patient underwent a revision surgery to remove the broken rods and replace with new implants. Having continuing complaints of pain, patient has recently been implanted with a neurostimulation device.